Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The results of the testing of this cpu have resulted in a no problem found.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint reporting a check vent: backup alarm failed message occurred on the v60 ventilator. The device was not in clinical use when the issue was identified. There was no report of harm. The device did not meet specification for intended use and was not returned to service. A philips authorized service provider (asp) reported the reported issue was observed during a pre-inspection of field change order (fco) service at the repair center. The asp reported the issue was not duplicated in testing. The check vent: backup alarm failed (diagnostic code 1104) was confirmed in the event log. The central processing unit (cpu) printed circuit board assembly (pcba) was replaced as a recurrence preventive measure. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.